Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient had a leak in her infusion set at the headset. She experienced an elevated blood glucose level of 431 mg/dl. The patient changed the infusion set and programmed a bolus. She then noticed the self-adhesive was wet. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.